Event description:
A malfunction was reported with code malf 12. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, successfully reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue occurred again, which they acknowledged and understood.